Event description:
It was reported that the catheter had been repaired with a new connector on 2/12/97. Early on 2/13/97, the patient got out of his hospital bed without assistance and the connector cap came off the end of the catheter. It was reported that the patient had a "small" air embolism.